Event description:
It was reported that on boot up, the system would display network and communications errors, preventing it from completing boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the interconnect and high voltage cables. The system operates as intended.